Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results:damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The trunnion of the stem is severely worn. -clinician review: a review with a clinical consultant indicated "the x-ray demonstrates a dissociated femoral head. There is substantial material loss fro the superior aspect of the femoral stem trunnion. Dissociation of a femoral head from a deformed trunnion is confirmed. The root cause of this mechanical complication cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation.." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem and trunnionosis. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The trunnion of the stem is severely worn. A review with a clinical consultant indicated "the x-ray demonstrates a dissociated femoral head. There is substantial material loss from the superior aspect of the femoral stem trunnion. Dissociation of a femoral head from a deformed trunnion is confirmed. The root cause of this mechanical complication cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation.." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A res mod was booked for a mystery stem with a head dislodged on x ray. When removed it was noted to be an accolade tmzf so a pi was created. Head, stem and liner returned to stryker, no ref on head or liner available. Screw in liner just used to take it out. Surgeon very concerned about the material used in acc tmzf and the worn trunnion. He would like a proper evaluation and report after analysis.

Event description:
A res mod was booked for a mystery stem with a head dislodged on x ray. When removed it was noted to be an accolade tmzf so a pi was created. Head, stem and liner returned to stryker, no ref on head or liner available. Screw in liner just used to take it out. Surgeon very concerned about the material used in acc tmzf and the worn trunnion. He would like a proper evaluation and report after analysis.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.if additional information is received, it will be provided in a supplemental report upon completion of the investigation.